Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) reported that the catheter revision was scheduled for (B)(6) 2021. A dye study was done. The pump still had all 40 ml of medication in it when the pump alarmed (B)(6) 2021. The patient noted that the cause of the catheter issue was that no medication was going through. The catheter was replaced. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2007 product type catheter. Product ID 8578, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 14-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 2.6 mg/day via an implanted pump for non-malignant pain. It was reported around (B)(6) the patient noticed that he was not getting good therapy with the pump. It was noted that when his pump alarm saying that it was empty it was caused because the doctor went from 2.6 milligrams of morphine to 7 milligrams a day of morphine. The patient was not getting good therapy so the doctor kept upping his dose resulting in a quicker refill date that was missed. It was reported they did a dye study recently and noticed that there was an issue with the catheter, causing the doctor to up the dose. Next month they planned on doing surgery to revise the catheter. The patient was planning on having surgery next month and was following up with his managing doctor. The patient was redirected to their healthcare provider to further address the issue.